Manufacturer narrative:
Reliability analysis evaluated 3 opened and or used reservoir. The reservoir, snap-cap, and septum were inspected for anomalies. None were found. Ran occlusion test, and the reservoir was filled with diluent, and connected to a new infusion set. The reservoir was installed and connected into a 5xx pump. Performed infusion set. Catheter tip was performed. The reservoir was found to not be occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their sets and reservoirs. The customer states the needles are bent on the sets and her reservoirs are not working. The customer states their blood glucose level has been between 300mg/dl and 400mg/dl. Troubleshoot was conducted. The customer states changing full sets and reservoirs resolved the issue. The customer was advised the reservoir would be replaced and returned for analysis.